Manufacturer narrative:
No trend analysis could be performed as no item number is available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: patient had primary reverse shoulder arthroplasty on (B)(6) 2016. Patient dislocated (B)(6) 2016. Patient had revision surgery on (B)(6) 2017, to implant a custom, extended glenosphere. In less than 6 months, one of the baseplate screws broke and the baseplate became loose and displaced. On (B)(6) 2017, revision surgery was performed to remove the baseplate and convert to hemiarthroplasty with dual taper adaptor and 56x39mm humeral head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It is unknown where the device is. Root cause analysis- root cause determination using dfmea: implant breakage due to fatigue strength insufficient for intended use => possible: no specific information was provided for which indication the screws were used. No surgical report of implantation or explantation is available. No x-rays were provided. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function => possible: no specific information was provided for which indication the screws were used. No surgical report of implantation or explantation is available. No x-rays were provided. Conclusion summary: this complaint considers the breakage of the screw mentioned in the description in less than 6 months. The screws are winterthur designs (inverse/reverse screw system). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted screws were received; therefore the condition of the screws is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review the manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). (B)(4).

Event description:
A patient is pursuing a product liability claim it was reported that the patient was implanted an unknown anatomical shoulder screw on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to loosening, dislocation and implant fracture.